Manufacturer narrative:
Continuation of d10: product ID a72400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was causing issues for the patient, who experienced continuous "zapping" sensations throughout the night. There were difficulties in adjusting the stimulation settings on the device, and the patient representative encountered problems when attempting to scan a qr code to match the device, as they were unable to exit the screen. Additionally, the patient representative was unable to reach medtronic representatives for assistance on christmas eve. The device involved was a pain stimulation implantable pulse generator (ipg). Troubleshooting steps included reviewing how to pair the handset to the communicator and how to scan the code. The resolution involved educating the customer and providing information.